Manufacturer narrative:
The field service engineer (fse) found that there was suction tubing that was cut and replaced it. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results from 1 patient on a cobas 6000 c 501 module. The initial crep result was 38. The first repeat result was 98 and the second repeat result was 98. The units were requested but not provided. No questionable results were reported outside of the laboratory. It is unknown which result was deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The root cause of the event could not be determined. The service maintenance actions performed by the field service engineer resolved the issue.